Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia, did not feel well and thirsty. The customer¿s blood glucose level was more then 600 mg/dl and at time of incident was 462 mg/dl. Customer reported that they feel okay to troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated for high blood glucose with insulin pump. Customer reported that they did not contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer stated that the drive support cap appears normal. Customer reported that insulin exited at the quick release. Customer reported that the basal rates were programmed accurately. Customer reported that the bolus wizard was programmed accurately. Customer reported that they performed displacement test and test result was passed. The insulin pump will be and other devices will not be returned for analysis.